Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was being performed by tandem technical support, however the customer declined to complete the check. Customer successfully resumed insulin therapy. Customer blood glucose was 170mg/dl.